Manufacturer narrative:
(B)(6) 2025. Additional information on september 08, 2025: reassessment of the incident. This event was classified as reportable. According to the incident report: no clinical consequences - no additional surgery - no delay over than 30mn - no peek implant remained in the patient. It was the surgeon's first time using this device. Verification of manufacturing data: 30 devices packaged - sampling of a device for assembly verification before lot validation - no incidents during manufacturing process - the batch complies with expected specifications. Additional information requested: *can you describe the exact circumstances at the time of the first incident (the suture broke when tension was applied to tighten them)? Could you explain? At the moment of performing the repair adjustment with both sutures, the meniscus tore, which consequently caused the peek implant to come out. *once the devices were placed in the tissue, when the sutures were pulled, was there a feeling of difficulty or of restraint? Since the first implant failed, a second menix device was opened. The first shot was successful; however, during the second shot, the peek implant did not remain fixed in the meniscal capsule. *what was the approximate length of the remaining suture in the surgeon's hand after rupture? All the sutures and the peek remained in the surgeon's hand after rupture. *in the case of the second device, the implant failed to remain fixed behind the capsule: did this implant remain in the patient's knee? No peek implant remained in the patient. A meniscectomy was performed to remove the implants. *if yes, is there a risk of migration? No peek implant remained in the patient. A meniscectomy was performed to remove the implants. *the damaged meniscus had to be removed: what was the initial condition of the patient's meniscus? The patient had a bucket-handle tear with significant meniscal damage. *which area of the meniscus was operated on? The internal meniscus had a lesion. *it was the first time this surgeon has used this device: how was he trained to use the menix duo? This was the first time the surgeon had used the device. He received training from the sales team prior to the procedure. This incident will be analyzed by our dedicated department based on the information in our possession (rejected devices / no expertise possible). Following repeated incidents involving this device for the same distributor, our sales department is planning a new awareness/training campaign for this distributor's sales representatives in october to review usage techniques. (B)(6) 2025. Follow up1. Note: it was the first time the surgeon had used this device. Claim (B)(4)- first device: during the initial use of the menix device, both implants deployed correctly. The failure occurred during the adjustment phase of the repair, when the meniscus tore during the application of tension intended to reduce the lesion. In this case, as the device was successfully implanted, its functionality is not in question. Three hypotheses have been identified as the possible causes of device failure: · the first is insufficient distance between the anchors. We recommend a 5 mm spacing between the two anchors to prevent shearing of the meniscal tissue due to suture sliding during lesion reduction. · the second is the proximity of the anchor to the lesion. As with the first hypothesis, the proximity of the anchor to the lesion can cause shearing of the meniscal tissue due to suture sliding during lesion reduction. · the third hypothesis is that poor quality of the meniscal tissue and/or the presence of multiple lesions may have compromised the tissue's strength, leading to meniscal shearing during suture sliding during reduction. Claim (B)(4) - second device: regarding the second device, the first shot was successful, but during the second shot, the peek implant failed to remain fixed within the meniscal capsule. This failure can have two possible causes: · the anchor was not driven far enough through the meniscus. Because the peek anchor did not penetrate the capsule, it could not pivot and anchor itself behind the posterior wall of the meniscus. Consequently, the meniscal fixation achieved was insufficient. During the reduction maneuver, the applied traction caused the anchor to detach from the meniscal tissue. · the tissue quality of the meniscus, compromised by the numerous meniscal tears, weakened the mechanical stability of the anchoring devices. This tissue fragility facilitated the migration of the anchor during the reduction maneuvers. Following repeated incidents involving the use of this device, a videoconference training session on this product was organized by sbm's sales department for this distributor on (B)(4) 2025, with a review of the operating technique. No other action implemented.

Event description:
(B)(4). Incident occured in argentina. Complaint description: first device: during use of the first menix device, both implants deployed correctly. However, the issue occurred during the adjustment phase of the repair, as both ends of the suture broke when tension was applied to tighten them". Second device: in the case of the second device, after deployment, the second implant failed to remain fixed behind the capsule, compromising the meniscus repair". Observation: the procedure lasted approximately 1 hour and 30 minutes. Unfortunately, the damaged meniscus had to be removed, as it was no longer possible to complete the suture.

Event description:
Fnconf-25-0157. Incident occured in argentina. Complaint description: first device: during use of the first menix device, both implants deployed correctly. However, the issue occurred during the adjustment phase of the repair, as both ends of the suture broke when tension was applied to tighten them". Second device: in the case of the second device, after deployment, the second implant failed to remain fixed behind the capsule, compromising the meniscus repair". Observation: the procedure lasted approximately 1 hour and 30 minutes. Unfortunately, the damaged meniscus had to be removed, as it was no longer possible to complete the suture.

Manufacturer narrative:
September 17, 2025. Additional information on september 08, 2025: reassessment of the incident. This event was classified as reportable. According to the incident report: no clinical consequences - no additional surgery - no delay over than 30mn - no peek implant remained in the patient. It was the surgeon's first time using this device. Verification of manufacturing data: 30 devices packaged - sampling of a device for assembly verification before lot validation - no incidents during manufacturing process - the batch complies with expected specifications. Additional information requested: can you describe the exact circumstances at the time of the first incident (the suture broke when tension was applied to tighten them)? Could you explain? At the moment of performing the repair adjustment with both sutures, the meniscus tore, which consequently caused the peek implant to come out. Once the devices were placed in the tissue, when the sutures were pulled, was there a feeling of difficulty or of restraint? Since the first implant failed, a second menix device was opened. The first shot was successful; however, during the second shot, the peek implant did not remain fixed in the meniscal capsule. What was the approximate length of the remaining suture in the surgeon's hand after rupture? All the sutures and the peek remained in the surgeon's hand after rupture. In the case of the second device, the implant failed to remain fixed behind the capsule: did this implant remain in the patient's knee? No peek implant remained in the patient. A meniscectomy was performed to remove the implants. If yes, is there a risk of migration? No peek implant remained in the patient. A meniscectomy was performed to remove the implants. The damaged meniscus had to be removed: what was the initial condition of the patient's meniscus? The patient had a bucket-handle tear with significant meniscal damage. Which area of the meniscus was operated on? The internal meniscus had a lesion. It was the first time this surgeon has used this device: how was he trained to use the menix duo? This was the first time the surgeon had used the device. He received training from the sales team prior to the procedure. This incident will be analyzed by our dedicated department based on the information in our possession (rejected devices / no expertise possible). Following repeated incidents involving this device for the same distributor, our sales department is planning a new awareness/training campaign for this distributor's sales representatives in october to review usage techniques. ____________________________________________________